Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, it was observed that the vapr® vue¿ generator device was not working and had an internal error code 200 ref 67. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the vapr vue generator was not working. It was showing an internal error code 200 ref 67. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, some components were missing, and the error code was showed indicated hardware failure. The photos provided by the customer revealed that the display showed the 200 ref 67-error code. The error 200 is indicating an internal hardware failure with the vapr vue generator and not detecting an electrode fault. As per manual, most technical problems are indicated by either an error or a fault symbol that appears in the generator display window. The vapr vue system constantly performs self- checking to ensure its correct operation. An error symbol indicates an accessory malfunction or a generator component failure that requires servicing of the equipment. These symbols include a code number to be used by depuy mitek technical service to diagnose why the system failed. The error code 200-299 means hardware failure (internal). A manufacturing record evaluation was performed for the finished device lot number: ad1421336, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.